Event description:
Add'l info rec'd from MFR 7/16/04: as stated in that letter, terumo is confident that the failure investigation has been completed appropriately and that the results clearly demonstrate that the dispensed volume accuracy of the terumo 10-cc syringes meets the requirements specified in iso7886-1. The available information indicates that the device had not been defective or malfunctioned and that there was no incident of serious injury. Therefore, it was confirmed that the report did not meet the criteria for submitting a medical device report and did not require remedial corrective action. In addition, there have been no similar reports received. The re-creation of the reporter's self-derived test method does provide insight as to why they incorrectly concluded the syringes were inaccurate, when in fact they are not.

Event description:
Serious problem with 10 ml ll terumo syringe. Reporter had investigational drug accountability problems reporter couldn't figure out until reporter tested the syringes. When you draw up 10cc you actually are drawing up 10.6ml. This has resulted in pts being overdosed. Facility counts have corrected when reporter switched to another brand-documenting facility observations. This is the second problem with terumo syringes in the last 6 months. Their response to the first incidednt was not satisfactory. This is a serious matter. Many people may not even realize the problem. With chemotherapy or any other agent this poses a serious threat. Other lots may be effected. Rptr doesn't know. Reporter is switching mfrs because reporter can't trust the product.

Event description:
Add'l info rec'd from MFR 4/15/04: terumo immediately conducted a thorough investigation commensurate with potential risk associated with alleged problem. This investigation clearly confirmed that 10cc terumo hypodermic syringes fully comply with graduation accuracy requirements specified in recognized standard iso7886-1. Multiple follow-up communications were conducted with reporter to obtain detailed info. The reporter was advised that terumo considered this a potentially very serious problem that could meet criteria for a med device report and/or other corrective action. MFR directly inquired whether there were any known instances of an inaccurate dose being dispensed to a pt or an adverse event involving a patient. Reporter was not aware of either situation. Furthermore, they stated that medication being used would not have an adverse effect on a pt even if dispensed volume were off by alleged amount (0.5 to 0.6cc). Rptr was conjecturing that graduation inaccuracy could lead to an error in dosage dispensed from the syringes and could explain why "investigational drug counts" were less than actual amount of medication that was being used. Rptr's comments provided significant insight into cause for incorrect conclusions, also. Rptr had attempted to compare volumes between 2 different syringes using a self-devised method that was confirmed to have introduced significant errors. A thorough investigation by qa determined that device that device had not been defective or malfunctioned and that no adverse event involving serious injury or death had occurred. Therefore, it was confirmed that report did not meet criteria for submitting a medical device report & did not require other remedical corrective action. There was no specific incident described in voluntary medwatch report & it was confirmed. When rptr initially contacted terumo, they stated that they had noticed that their investigational drug counts have been off for last 2 months and that they & their assistant had been "brain-storming" previous day trying to figure out why. Upon request, they clarified that "investigational drug counts" is a volume tracking process comparing the actual amount of medication being consumed during study to expected amount. Reportedly, they have been using more volume than expected. Rptr thought this could happen if scale on terumo syringes were inaccurate. Rptr decided to check syringe volume accuracy by making a comparison to another brand of syringe. Rptr borrowed some 10-cc bd syringes from practice next door & then decided to use following test method (as described by rptr): drew water into bd syringe without using a needle; pulled plunger back past 10-cc mark, then pushed forward to align plunger with 10-cc mark; attached a needle to bd syringe (he explicitly stated without water in needle); pulled plunger on terumo syringe back past 10-cc mark; injected water into terumo syringe and measured resulting volume reading on terumo scale. Result was a reading of approx 9.4-cc. Therefore rptr concluded that terumo syringe scale accuracy is off causing them to administer 10.6-cc of medication when they intend to only use 10.0-cc. Rptr is certain that this is cause for the discrepancy in their investigation drug counts. Rptr stated that they use excellent technique and that technique could not be cause. Terumo assured rptr that they are very concerned by report and have initiated a thorough investigation to confirm that accuracy of syringes meets required spec. MFR re-iterated that volume accuracy is verified on samples from every production lot. Test method & allowable tolerance are in accordance with the recognized standard for hypodermic syringes, iso7886. Rptr asked what tolerance is & rptr was advised that the standard states +/- 4% at full scale for 10-cc syringes (that would be +/- 0.4-cc). MFR advised the rptr that some of volume difference they observed might be related to not accounting for dead-space in the syringe tip and the needle in their test method. MFR explained that they would try to re-create their test method and compare the results to testing using the standard methodology, but that it would be difficult because rptr's informal method is so different. Rptr stated that they did not think that dead-space is a factor because they pulled back on bd plunger & pushed forward to push out any water remaining in needle. Rptr commented that this degree of volume inaccuracy could have a serious affect over time depending on medication. However, they went on to stay that with this specific investigational drug, a variation of 0.5 to 0.6-cc would not cause any toxicity to pts. Terumo re-iterated commitment to immediately conduct a thorough investigation into this issue and that primary concern was to assure pt safety. MFR committed to communicate their findings to rptr as soon as possible. Rptr commented that they could not continue to use MFR syringes because of this problem. A review of complainant files confirmed that neither of these lots has been reported previously. There were no indications of any production related problems in the device history records. Strictly for purpose of fully assessing the rptr's concerns, syringe samples were tested by re-creating the rptr's self-derived test method for comparing volume between syringes mfg by different companies. Investigation determined that there is no indication of a product failure for either current or reported lot numbers in that graduated scale is accurate & product did not malfunction. There are no indications of either a specific problem with this lot number or any on-going problem with syringe graduated scale volume accuracy. No further eval was deemed appropriate. Note: this is a standard piston syringe and as such does not include any other labeling, such as instruction-for-use, as healthcare professionals are trained in proper use of such common devices. There have been no design changes that would potentially impact --more--